Manufacturer narrative:
Date of report : 30may2019, date rec¿d by MFR : 11apr2019. Upon a follow-up, field service engineer reported that there was no nav-ring issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26march2019. No phone number provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
Retrofit to failure (B)(4). There was no patient involvement. Event date not specified, estimate used.